Event description:
The customer tested his blood glucose using his contour ts meter and received readings of 22 and 33 mg/dl. He retested using his contour meter and received a reading of 172 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control tests were performed while troubleshooting and the results fell within the normal control range. No product will be returned for eval.